Event description:
It was reported the physician placed a lead for a permanent procedure. The lead was tested but did not provide stimulation. The physician repositioned the lead, but the issue was not resolved. The lead was removed. The physician placed a new lead which resolved the issue. The surgery was extended by 20 minutes due to the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.